Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was not able to confirm nor reproduce the reported event. The fse resolved the issue by adjusting the aia-2000 software settings. The instrument was validated by performing a quality control (qc) and the results passed and was within published ranges. The analyzer was returned to normal operation. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review for serial number (B)(4) from the date of 21mar2020 through aware date of (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to a software error. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that the keyboard randomly stops working on the aia-2000 analyzer. The customer indicated that this has become a daily issue. Customer has to reboot the computer in order to get the analyzer to work again. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.